Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement radiolucent frame mount arm shipped to site on (B)(4) 2016. Medtronic investigation of returned suspect radiolucent frame mount arm finds that when attempting to mount a frame to the arm it was found that the threads are cross-threaded. Confirmed mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial transsphenoidal procedure, the site registered with the non-sterile radiolucent frame, however, when switching to the sterile frame they were unable to secure the arm frame mount due to the screws being stripped. The surgeon opted to re-registered with tracer to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.